Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the touch screen was out of calibration. Analysis found the connector socket card bus (release pin) was broken. It was noted the programmer failed final functional test due to the lem (link electronic module) printed circuit board assembly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the touch screen was faulty. The programmer was returned for service. No patient complications have been reported as a result of this event.